Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was retracted and bent inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Event description:
A customer reported via phone call indicating that sensor alarms on their insulin pump. The patient's blood glucose was 286 mg/dl at the time of the call. The customer was informed that the issue may be caused by moisture entering the sensor connection or an incorrectly inserted sensor. The customer's cannula was fractured. The customer was sent a new sensor.